Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and sepsis. A revision was performed and the pacemaker along with the ra and rv leads were explanted. There were no additional adverse patient effects reported. The explanted lead was returned for analysis.